Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a cardiac ablation procedure, excessive heating or high temperature was noted on one side of the catheter along with a temperature sensor fault. Upon catheter removal, fibers were observed to be entangled around the electrodes and were reported to correlate with the high temperature zone. It was noted, prior the case, the introducer of the sphere9 catheter reportedly fell into a gauze bucket and was suspected as the source of small loose white fibers described as gauze or drape fibers. The case was completed. No patient complications have been reported as a result of this event.